Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion and excessive no delivery alarm tests could not be performed due to the prime anomaly. No button error alarm was noted. All of the buttons functioned properly and no damage was noted on the keypad traces. The insulin pump had no unlocked keypad connector. The insulin pump had minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 350 mg/dl. Customer stated that he had been experiencing a lot of unexplained high blood glucose levels in the past two weeks and has been changing his infusion sets more often. Troubleshooting was performed and the insulin pump passed the prime and high pressure tests. However, it was found that the time and date settings were incorrect. It was also reported that there was a button error alarm found in the alarm history of the insulin pump. Insulin pump will need to be replaced. Customer also stated that his belt clip broke. A replacement belt clip will be sent as a courtesy. No additional information provided.